Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer; back cane is bent where it attaches to the stroller handle.